Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the representative on (B)(6) 2017. It was reported that the eos was not missed and was expected. It was indicated that the pump would not be returned for analysis. The patient¿s weight at the time of the event was unknown. No complications were reported.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the hcp office called the representative and asked how to silence the alarms. An alarm was heard and confirmed by telemetry to be end of service (eos) occurred. It was unknown what actions had already been completed. The representative reviewed the eos information and the hcp acknowledged that was what they were seeing and expected. It was indicated that the hcp informed the representative that the pump would be explanted. The representative reported they didn't have details because the hcp was very abrupt with them and they were unable to ask questions. It was indicated that the representative would review screen navigation with the hcp. On (B)(6) 2017 it was reported that the pump was explanted because the physician put in a spinal cord stimulator system in the patient. No symptoms or complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that elective replacement indicator (eri) occurred (B)(6) 2016. It was indicated that the pump was still delivering therapy when it reached eos but the patient experienced no symptoms related to the pump reaching eos. It was stated that eri led to the pump reaching eos, meaning the pump needed to be replaced. It was reported that the patient would have the pump explanted but did not want to have another pump implanted. The patient's weight at the time of the event was (B)(6) lbs. No complications werereported.